Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously omitted the breast calcification with discovered in relationship with this prosthesis in the supplemental report submitted on (B)(6) 2019. This information was erroneously submitted with the contralateral prosthesis, 1645337-2019-20490. A breast mass, later identified as calcification through the pathology report was present. H6 has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/29/2019 mentor became aware that it erroneously submitted the wrong serial number with the initial report on 10/3/2019. The correct lot and serial numbers are (B)(4), respectively. Model number and manufacture have been updated. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11/20/2019. When the device was explanted, bilateral prosthesis replacement with 350cc smooth silicone medium profile gel implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. A device returned on (B)(6) 2019 was the right sided impacted product related to this complaint. Section d has been updated with all newly applicable information. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation was performed for the finished device 5642104 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 25, 2020. Device evaluation summary: according to the information provided, the patient experienced a rupture of the breast implant and developed calcifications. During visual evaluation of the device, a crease was observed on the anterior view and extending to the posterior view. Additionally, a tear measuring approximately 0.1 cm was observed within the crease on the anterior view. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with 350cc mentor memorygel breast implants experienced silent bilateral rupture post procedure. Magnetic resonance imaging was performed on (B)(6) 2019, results unknown. However, the ruptures were diagnosed by a physician. As a result, an explant is planned for (B)(6) 2019. See 1645337-2019-20490 for contralateral prosthesis report.